Event description:
It was reported to philips that the system gave an alert indicating the emergency stop activated which can impact a full system boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A philips remote service engineer (rse) analysed the system remotely and identified a proactive monitoring alert, indicating that the user had activated the emergency stop button and restarted the geometry, however the customer didn't face any issue. Meanwhile, a field service engineer (fse) on-site inspected the system, cleaned the geo ipc, and did not observe any apparent issues. The system has since been returned to proper working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In a scenario where the customer did not encounter any malfunction, the system triggered a proactive monitoring alert stating the user had activated the estop is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.